Event description:
It was observed during the device inspection, the insufflator¿s led (light emitting-diode) of the front panel was dark. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the lighting failure was caused by faulty front panel led. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.